Manufacturer narrative:
As the device was not returned a visual, function, and dimensional testing was not performed. No relevant imagery was returned for review. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes below. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Edwards has provided the guidelines or instructions to physicians in the IFU and training materials. A review of applicable content revealed that the labeling/IFU/training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported complaint event. As the complaints were unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''as the same calcification wouldn't let the system advanced through after some manipulations, so it was decided to retrieve the ds into the sheath to remove everything as a whole unit, but it was not possible since the valve was somehow stuck at the tip of the esheath and couldn't be pulled back.'' It is possible the delivery system was unable to track through the anatomy due to the presence of calcification obstructing its pathway. Per the training manual, the sheath tip should be positioned past the aortic bifurcation and during thv retrieval, the thv should be completely inside the sheath before withdrawing delivery system and sheath as a single unit. Additionally, calcification can interact with the thv, contributing to the reported difficulty in withdrawing the delivery system. Available information suggests patient (calcification) and procedural factors contributed to the reported event.since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defect was identified to have contributed to the complaint events, no corrective/preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : the device was discarded.

Manufacturer narrative:
The device was discarded. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the procedure, the esheath could not be introduced past a calcified section below the aortic bifurcation. The unexpandable part of esheath was not inserted in the patient. Despite that, it was tried to advance with the commander ds with the 23mm sapien 3 ultra valve. The valve exited the esheath, and was aligned. Calcification would not allow the valve to pass through, and after some manipulations they decided to retrieve the valve into the sheath to remove everything as a whole unit. However, it was not possible since the valve appeared to be stuck at the tip of the esheath and could not be pulled back. Additional attempts were made, however the patient became unstable and the blood pressure dropped quickly. The patient was a do not resuscitate status and therefore surgery was not an option. The patient expired. There was no damage to the esheath. The patient died during the procedure due to a massive bleeding after iliac stripping, when trying to advance with the valve (on ds) in calcified, tortuous and fragile femoral artery. As per medical opinion, the root cause of the event was the fragile iliac condition.